Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: (B)(6) university is a hospital affiliated to (B)(6) university.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional thoracic aortic aneurysm procedure. Reportedly, the prostyle link separated when the plunger was removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 20f, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported link break was not confirmed as the link was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and CAPA database for the reported lot revealed no related manufacturing nonconformities. The investigation determined that the reported suture separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.